Event description:
Customer reported via phone, the insulin pump had a hair line fracture and she can barely see the writing on the screen. Customer didn't know blood glucose level. Customer stated the crack looks like it's under the screen. Customer stated the device might have been bumped at work as he has to physically carry patients. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with a cracked and bleeding display glass, a cracked case at the display window corners and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.